Manufacturer narrative:
Pump received with a constant pump error alarm due to moisture damage electronic assembly. Unable to verify pump error alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had multiple pump errors. The customer¿s blood glucose level was 7.6 mmol/l. Troubleshoot was performed and advised to disconnect from the pump. Customer was able to complete pump rewind. The customer also performed self test and the test failed. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.